Event description:
Bayer case number: (B)(4) pain [pelvic pain female], loss of energy [loss of energy] , cystitis [cystitis] , chronic fatigue [chronic fatigue] , depression [depression] , she recountsthat her health progressively worsened after, over the years [general physical health deterioration] , there are heavy metals in this contraceptive device. Nickel, titanium, tin¿ these materials can trigger allergies [allergy to metals]. Case narrative: this spontaneous case describes the occurrence of pelvic pain ("pain") in a 50-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2010, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), asthenia ("loss of energy"), cystitis ("cystitis"), fatigue ("chronic fatigue"), depression ("depression"), general physical health deterioration ("she recountsthat her health progressively worsened after, over the years") and allergy to metals ("there are heavy metals in this contraceptive device. Nickel, titanium, tin¿ these materials can trigger allergies"). The patient was treated with surgery (to remove essure). Essure was removed in 2021. At the time of the report, all of the events were resolving. The reporter considered allergy to metals, asthenia, cystitis, depression, fatigue, general physical health deterioration and pelvic pain to be related to essure administration. The reporter commented: the patient had the implant inserted in 2010. She recounts that her health progressively worsened after, over the years, without her knowing the cause. ¿you lose your energy, and you find nothing!¿ she stated. The answer would not come until 11 years later, in 2021. She had it removed a few months later and quickly noticed an improvement. Then got in touch with the . There are heavy metals in this contraceptive device. Nickel, titanium, tin these materials can trigger allergies. The organs are also overloaded,¿ she affirms. Further company follow-up with the reporter is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Pain [pelvic pain female], loss of energy [loss of energy], cystitis [cystitis], chronic fatigue [chronic fatigue], depression [depression], she recounts that her health progressively worsened after, over the years [general physical health deterioration], there are heavy metals in this contraceptive device. Nickel, titanium, tin. These materials can trigger allergies [allergy to metals]. Case narrative: this spontaneous case describes the occurrence of pelvic pain ("pain") in a 50-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2010, the patient had essure inserted. Essure was removed in 2021. On unknown date she experienced pelvic pain (seriousness criterion intervention required), asthenia ("loss of energy"), cystitis ("cystitis"), fatigue ("chronic fatigue"), depression ("depression"), general physical health deterioration ("she recounts that her health progressively worsened after, over the years") and allergy to metals ("there are heavy metals in this contraceptive device. Nickel, titanium, tin. These materials can trigger allergies"). The patient was treated with surgery (to remove essure). At the time of the report, all of the events were resolving. The reporter considered allergy to metals, asthenia, cystitis, depression, fatigue, general physical health deterioration and pelvic pain to be related to essure administration. The reporter commented: the patient had the implant inserted in 2010. She recounts that her health progressively worsened after, over the years, without her knowing the cause. ¿you lose your energy, and you find nothing!¿ she stated. The answer would not come until 11 years later, in 2021. She had it removed a few months later and quickly noticed an improvement. Then got in touch with the . There are heavy metals in this contraceptive device. Nickel, titanium, tin these materials can trigger allergies. The organs are also overloaded,¿ she affirms. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-jul-2025: quality safety evaluation of ptc. Further company follow-up with the reporter is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.